Event description:
A user facility reported that an intraocular lens (iol) was noted to have a crack. The lens was removed and replaced during the same surgery. In a f/u, the nurse reported that there was no impact or injury to the pt. It was also indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Product eval: no sample was received for investigation. Results from the product history record review indicated the product met release criteria. Root cause: root cause could not be identified. There have been no other complaints reported in the lot number. Additional info was requested on 03/25/2011 and 04/06/2011 by mail. A completed questionnaire was received on 04/12/2011. (B)(4).